Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issues regarding the system controller screen being blank were not confirmed. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis, a log file was downloaded for review, and a log file was submitted for review as well. The downloaded and submitted log files contained overlapping events spanning approximately 2 days ((B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. There were no notable alarms in the log file. Pump operation was not affected. The heartmate 3 system controller passed all stages of testing and was able to operate as intended. The system controller screen had no issues and functioned as intended. The reported event was not reproduced. The root cause of the reported event was unable to be determined. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a large amount of pulsatility index events. When the controller was checked it was noted that the screen was blank. A self-test was conducted which showed that all lights and alarms were working correctly. It was recommended to change out the controller.